Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer got results of 314 mg/dl and 116 mg/dl within 10 minutes of each other on her meter. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.